Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on one device. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. During the inspection, a total of twenty retained samples were examined for hub/collar separation and defective locking mechanisms. All samples passed functional tests, as the safety shields were able to be activated properly with no signs of damage or device separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, hub/collar separation occurred on one device. There was no health impact or consequences reported.